Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced visual acuity that was not as clear as expected. The iol was exchanged for a different lens model. Additional information was provided indicating that the patient's current condition is unknown at this time.